Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/26/2024, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion needle broke off in the shaft of the knee scorpion. No pieces broke off in the patient. The case was completed with no further information provided. This was discovered during a meniscus repair procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.